Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the patient had received a radiation therapy treatment, the implantable pulse generator (ipg) showed a power on reset (por) message. The message was cleared, and the ipg remains in use. No patient complications have been reported as a result of this event.